Event description:
It was reported that the patient presented to the emergency room for unknown reason. Upon interrogation of the pacemaker, it was found out that there was atrial undersensing. Programming changes were made. The patient was in stable condition throughout.